Event description:
It was reported that a patient's blood glucose levels exceeded 250 mg/dl, while wearing the pod between 4 and 24 hours on the leg. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. Additionally, investigation found an 0xd7 alarm in the device data, indicating power on reset was detected while running. The downloaded data did not show any timeouts or drive stalls during the pod's run. Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Thus, the exact cause of the observed hazard alarm could not be determined.